Event description:
It was reported that there was a broken lead casing. The lead was broken or fractured. The lead casing broke away from where it connected at the proximal end where it connects to the electrode contacts that are seated in the implantable neurostimulator (ins) header. The connection was being made with a percutaneous extension and the boot was pulled over the connection and there was blood detected so the boot was pulled back off. When the boot was pulled off, the casing of the lead pulled back from the lead and exposed bare wire. The lead was removed and a new lead was implanted. This event occurred during an implant procedure and there were no patient symptoms reported with this event. It was further reported that the lead was damaged during a surgical procedure. As the lead was implanted and screwed down at the percutaneous lead extension the doctor realized there was some fluid so the boot was pulled back off. The casing around the lead had about 1 millimeter of exposed wire and the silicone had been stripped back. The exposed wire was right where it came out of the extension at the screw down.

Manufacturer narrative:
Concomitant product: product ID neu_interstim_ins, serial # unknown, product type implantable neurostimulator. (B)(4). Analysis of the lead (lot # va0ff2n) found that the stimulation lead's body had the outer insulation separated at the butt joint at the distal side of the # 0 connector. The lead is electrically ok.